Manufacturer narrative:
A good faith effort was made to clarify if a ¿speaker malf. Inop¿ was displayed on the device and if the speaker was completely without sound but no additional info could be received. Philips field service engineer (fse) found a damaged speaker assembly. The fse replaced the speaker assembly.. The device was operational after repairs were completed. Based on the information available and the testing conducted, the cause of the reported problem was a damaged speaker assembly. The reported problem was confirmed.

Event description:
It was reported the intellivue x3 has a damaged speaker assembly. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.